Manufacturer narrative:
Initial and final MDR 1918884- MDR 3003442380-2024-15517- device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-june-2024, it was reported by the patient that five infusions set fell off within 2 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.